Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced high blood glucose level. Customer blood glucose level 570 mg/dl and blood glucose level 514 mg/dl at the time of call. Customer other relevant blood glucose level was 200 mg/dl. Customer did not allege insulin pump was under delivering. Trouble shooting was performed for high blood glucose. It was also stated that the they displacement test was passed. The device will not be returned for analysis.